Manufacturer narrative:
Device passed displacement test and self test. Device monitored for 3 days. No time or clock anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the time gain was greater than 1 minute per week. Customer also stated that time gain was greater than 4 minutes per month. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.